Event description:
The patient contacted customer support on (B)(6) 2026, seeking assistance on how to deliver a bolus. During the interaction, the patient suddenly began vomiting. Her husband then took over the call. The agent asked whether the omnipod controller readings were visible, and the husband confirmed they were. He also stated the system was in automated mode. Due to the patient¿s condition, the agent advised that she be taken to the hospital for immediate medical attention. The patient later reported that her glucose levels were over 500 mg/dl at the time of the call and between 600-700 mg/dl upon arrival at the emergency room (ER). She reported that on the day of the event, she had eaten pancakes with syrup but was unable to administer a bolus because she was not at home and did not have the omnipod 5 controller with her. The duration of pod wear was not specified. The patient was evaluated for approximately 5-6 hours in the ER and was discharged the same day. The patient did not provide information regarding the diagnosis received at the ER but reported that she was administered 30 units of insulin and intravenous fluids as treatment. She also mentioned she may have used an expired insulin vial, which she believed could have contributed to the medical event. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.